Manufacturer narrative:
The device is not available for evaluation; however, a lot number has been provided. Pending device history lot review. Additional reporter: evermedical co., ltd. Lucy wu productsspecialist04@evermedical.com.tw 886-2-2712-6611.

Event description:
The event involved an ext set, smallbore with clave where it was reported there were two events that the tubing pops off. The event occurred during blood transfusion. The device was replaced twice, then the blood transfusion resumed. Device was not reprocessed/ re sterilized. The user did not record any holes, cuts, tears, or defects. There was patient involvement but no adverse event/patient harm and no delay in critical therapy.